Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, non-dehp solution set leaked. The event was further described as ¿IV (intravenous) tubing found leaking at 0.2 micron filter connection¿. As a result, had to remove and replace the amino acids/dextrose bag and tubing. This was identified during an unspecified process step of a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, non-dehp solution set leaked. The event was further described as ¿IV (intravenous) tubing found leaking at 0.2 micron filter connection¿. As a result, had to remove and replace the amino acids/dextrose bag and tubing. This was identified during an unspecified process step of a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing which revealed a leak between the assembly of the tubing into the drip chamber. The assembly of the tubing into drip chamber is not according to specification. Priming was also performed, and it was noted that there was a leak between the assembly of the tubing and the drip chamber. Dimensional testing was performed and a no issues was observed. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.